Manufacturer narrative:
Qc prior to and after the event was within lab-established ranges. A field service engineer (fse) was on-site on (B)(4) 2010. The fse replaced multiple parts. The fse ran calibration and qc and all results were within the customer ranges. This appears to have resolved the issue. A clear root cause for this event has not been determined.

Event description:
A customer contacted beckman coulter inc (bci) regarding a false low glucose (gluc) result generated by the synchron lx I 725 clinical system. The original result obtained was 291 mg/dl the sample was repeated on 2 different instruments and the results obtained were 393 mg/dl and 400 mg/dl. The erroneous result was reported outside of the lab. Patient treatment was not impacted based upon the false result reported.